Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. Unable to confirm the motor error alarm.

Event description:
It was reported that the customer alarmed motor error. Troubleshooting was performed, and the device alarmed an error during the prime process. No further information was provided.